Event description:
Broach handle pin became lodged in broach, with broach fully seated in femur. The handle subsequently became non-functional and surgical intervention was necessary to extract the broach handle and pin from the broach, surgical time was increased by 45 minutes.